Manufacturer narrative:
The investigation determined that lower than expected vitros iga quality control results were obtained from a single level of non-vitros biorad liquichek immunology controls, lot 85780, on a vitros xt 7600 integrated system. The assignable cause of the event is an analyzer-related performance issue. The customer initially reported imprecision was observed on the seven vitros microtip assays on (B)(6) 2026, including the vitros iga assay on the vitros xt7600 integrated. Although the results for all seven assays were imprecise, only the vitros iga assay result obtained from the biorad level 1 control met potential health and safety criteria when compared to the established baseline means. Since multiple assays were affected, it is unlikely a reagent-related performance issue contributed to the event. An ortho field engineer went on site and replaced the photometer lamp and completed an x-arm adjustment and water blank. Acceptable performance was obtained after these service actions were performed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros iga quality control results were obtained from a single level of non-vitros biorad liquichek immunology controls, lot 85780, on a vitros xt7600 integrated system. Biorad level 1 vitros iga results of 92.6, 90.3 and 90.0 mg/dl vs. The expected result of 132.3 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).